Event description:
It was reported that the ¿tip¿ of the attachment device was ¿coarse.¿ it was unknown to the reporter if the device was used in surgery. The reporter clarified that ¿someone felt the tip of the device and reported it was coarse.¿ the device came to the sterile processing department. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be mishandling. If additional information should become available, a supplemental report will be sent accordingly.